Event description:
The customer reported the system "cannot display". The fse noted the workstation would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.